Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert and presented in the emergency room. Upon device interrogation, the right ventricular lead exhibited episodes of oversensing, varying impedance, and decrease in high voltage impedance. The oversensing was reproducible with isometrics testing. Chest x-ray was performed and it was suspected lead integrity was compromised. The patient was admitted. On (B)(6) 2019, the lead was explanted and replaced successfully. The patient was stable post procedure.

Manufacturer narrative:
A partial lead was returned in 2 pieces measuring 9.1cm from the connector portion and 50.2cm from the distal portion. External insulation abrasion was noted from 41.6cm to 42.0cm from the distal tip consistent with friction to the device can. The etfe cable coating of one of the coils was abraded. Fracture was noted at 37.5 cm from the distal tip consistent with bending. All filars of the inner coil were fractured.